Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when a sphincterotome was pass through the biopsy cap, the sponge detached and got stuck in the scope channel. A water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. Reportedly, the scope was sent for repair and ultimately the sponge was successfully removed from the scope. The procedure was completed using a different biopsy cap. There were no patient complications reported as a result of this event.